Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use: states, the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported shaft separation; however, the subsequent treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that during a corepectomy procedure today a perforation in the vertebral artery occurred which required treatment with the 4.0 x 16 mm graftmaster stent; however, despite the use of a microcatheter for support, the anatomy was tortuous. Although tortuous, no resistance was felt during advancement of the stent delivery system; however, the proximal shaft of the stent delivery system separated. The stent delivery system was able to be removed from the anatomy without issue. The microcatheter was readvanced to allow for placement of neuro coils to treat the nick in the artery, after which the corpectomy was able to be continued. The final outcome for the patient was successful and the patient was stable. No additional information was provided.